Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime, no delivery, and motor tests. The unit also had cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. (B)(4).

Event description:
The customer's husband reported via phone call that his wife's insulin pump alarmed with no delivery, though troubleshooting was declined for the alarm since an infusion set change was needed. The patient's blood glucose at the time of phone call was 49 mg/dl. She treated with glucose tablets, and the husband cited the cause of the low as his wife not eating yet. The helpline assistant asked the wife to check her sugar again and it rose to 53 mg/dl. Troubleshooting was initiated for the low blood glucose. The husband stated that his wife had been having lows since the previous day, and that it may be caused by the her and her doctors preparing for an upcoming surgery. It was also confirmed that the pump was exposed to an MRI and CT scan. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.